Manufacturer narrative:
(B)(4). Device evaluated by MFR: an electrode and the introducer set (cannula and stylet) were returned for analysis. An examination of the electrode found the array to be fully extended when received. The tines appears to be twisted. The devices returned have residues which is evidence of use/handling. The electrode is slightly bent. A functional evaluation retracted and extended the tines, severe resistance was found due to residues in the tines, electrode cannula slightly bent and tines twisted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported the array was unable to retract. A 3.0/15/15 leveen¿ coaccess¿ was selected for use in a radiofrequency ablation procedure of the liver in segment 7. The device was inserted into the patient and the tines were deployed. As they were finished with the ablation, they attempted to retract the tines, but they would not retract. The device had to be removed from the patient with the tines deployed, but there were no patient complications. The procedure was completed.